Manufacturer narrative:
Evaluation: visual inspection of the product found the optic torn. There was evidence of surgical residue. Conclusions: no conclusions can be drawmn. The root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The surgeon implanted an aq2010v silicone lens, but it tore while being inserted. The lens was removed with no patient injury. The facility stated it was unk as to why the lens broke. An st-45s cartridge was used, but the lot number was not provided by the facility. The model and lot number of the injector were not specified by the facility.